Manufacturer narrative:
(B)(4). The device was returned for evaluation and visually and functionally tested. Upon inspection, the complaint was confirmed and the failure mode was verified. It was determined that the root cause for the failure mode was caused by variations in the supplier machine injection molding (mim) process resulting in surface and sub-surface cracks in the pocket area of the jaw. Supplier initial analysis determined the root cause to be insufficient warm up time of molds causing parts to stick. Additionally, the supplier determined that operators were using incorrect method in removing the gate from the part.

Manufacturer narrative:
(B)(4). The device was returned to the manufacturer for evaluation on 10/21/2016. At this time analysis is pending completion. Manufacturer will supplement upon receipt of device evaluation results.

Event description:
Prior to a robotic mitral valve repair with laa management using the atriclip, when opening and closing the device prior to inserting the device into the patient, it was discovered that the clip would not close. It was noted that the metal had broken when the surgeon was opening and closing the device. It was not used on the patient and a new device was opened to complete the procedure. There was no delay in the case or adverse consequence to the patient.